Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavily on the small battery drive device. It was also observed that the motor was faulty. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check status of development. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, however it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device evaluation update: upon further review of the device investigation, it was determined that the assignable root cause was inadvertently documented as wear from normal use and servicing in the initial report. The correct root cause is premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.